Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc), noise oversensing and pacing inhibition on the right ventricular (rv) lead, as well as undersensing on the right atrial (ra) lead. Technical services (ts) reviewed and provided assistance. It was noted that a lead revision was performed for this right ventricular (rv) lead. This product remains in service. No adverse patient effects were reported.